Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A memory download could not be performed when the device was received. Interrogation of the device confirmed it was operating in safety mode. Device interrogation also noted corrupted memory, and the device was found to be in boot-core and cycled through the start-up process. The device case was opened, and visual inspection revealed no irregularities. The device was connected to an external power source and the original firmware was downloaded onto it. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies, and the device did not enter safety mode after being connected to the external power source overnight. In conclusion, laboratory analysis was unable to reproduce the condition that caused the device to enter safety mode, and analysis of the battery found no anomalies.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. A boston scientific remote rhythmcare specialist was contacted, and urgent device replacement was advised. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Please note the following has been updated/corrected since the previous report submission: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Interrogation of the device confirmed it was operating in safety mode and found the memory had unexpected characters stored in it which prevented a memory download. It was confirmed that critical therapy remained available. The device case was opened, and visual inspection revealed no irregularities. The device was connected to an external power source and the original firmware was downloaded onto it. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies, and the device did not enter safety mode after being connected to the external power source overnight. In conclusion, laboratory analysis was unable to reproduce the condition that caused the device to enter safety mode, and analysis of the battery found no anomalies.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. A boston scientific remote rhythmcare specialist was contacted, and urgent device replacement was advised. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Interrogation of the device confirmed it was operating in safety mode and found the memory had unexpected characters stored in it which prevented a memory download. It was confirmed that critical therapy remained available. The device case was opened, and visual inspection revealed no irregularities. The device was connected to an external power source and the original firmware was downloaded onto it. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies, and the device did not enter safety mode after being connected to the external power source overnight. In conclusion, laboratory analysis was unable to reproduce the condition that caused the device to enter safety mode, and analysis of the battery found no anomalies.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. A boston scientific remote rhythmcare specialist was contacted, and urgent device replacement was advised. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.